Event description:
Bayer case number: (B)(4). Sever pelvic pain [pelvic pain female] . Organ perforation [p.erforation of organ] . Swelling [swelling] allergic reaction [allergic reaction]. Excessive bleeding [genital bleeding] . Metalosis [metal poisoning] . Early menopause [early menopause] . Psychological damage, [psychological disorder] physical pain due to the surgeries performed (inser.tion and removal of the device). [Post procedural pain] . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sever pelvic pain") and perforation ("organ perforation") in a 36 year-old female patient who had essure (ess205) inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 2. Previously administered products included: iud nos. As concurrent condition the report mentioned endometrial hyperplasia. On (B)(6) 2004, the patient had essure (ess205) inserted. Essure (ess205) was removed on (B)(6) 2019. On unknown date she experienced pelvic pain (seriousness criterion intervention required), perforation (seriousness criterion medically important), swelling ("swelling"), hypersensitivity ("allergic reaction"), genital haemorrhage ("excessive bleeding"), metal poisoning ("metalosis"), premature menopause ("early menopause"), mental disorder ("psychological damage,") and procedural pain ("physical pain due to the surgeries performed (insertion and removal of the device)."). The patient was treated with surgery (total abdominal hysterectomy with double adnexectomy). At the time of the report, the pelvic pain had not resolved. The outcomes for perforation, swelling, hypersensitivity, genital haemorrhage, metal poisoning, premature menopause, mental disorder and procedural pain were unknown. The reporter considered genital haemorrhage, hypersensitivity, mental disorder, metal poisoning, pelvic pain, perforation, premature menopause, procedural pain and swelling to be related to essure (ess205) administration. The reporter commented: insertion on (B)(6) 2004 bilaterally by hysteroscopy, without complications in the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2004: confirm device placement. Confirmed correct tubal obstruction. [Investigation] (date unknown): positive for nickel sulfate [pathology test] on (B)(6) 2019: pathological anatomy of the removed specimens did not show any pathology. [Ultrasound scan] on (B)(6) 2020: normal. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.